Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device broke off while being used during a tka (total knee arthroplasty). Additional information received on 22aug2025 stated that it was the tip of the yankauer that broke off. It was visible in the wound and removed without complication. No intervention or treatment required.

Manufacturer narrative:
The device history record (DHR) for lot 2511807564 was reviewed, and no anomalies related to the reported issue were identified. A photo was provided and upon evaluation, the reported issue was observed. However, the physical device was not returned for further investigation. Due to a delivery exception with our shipment partner, the device could not be returned for evaluation at the time of this report. If the device is received at a later date, the complaint will be reopened and updated accordingly. Based on the available information, a definitive root cause could not be determined. Therefore, no corrective actions are warranted at this time. This information will be used for tracking and trending purposes, and we will continue to monitor.